Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device remained activated when the toggle was not being actuated. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that a small piece of the silicone boot on the cold jaw had detached and was not returned. The jaws displayed heat-related evidence. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test as it self-activated. The handle on the device was opened to inspect the internal connections. The wires were found properly soldered. The micro switch was removed and inspected under a microscope. There were particles of debris under the lever which caused the device to actuate continuously. The lever was removed and the device stopped activating. Although we cannot conclusively determine where the debris came from, we have not received any similar complaints for which the device self-activated and debris was found under the lever of the micro switch. Based upon the eval results, the reported complaint was confirmed. (B)(4).